Event description:
The customer reported that the system was not saving images. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive then calibrated the system. The system operates as intended.